Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported a new incompatibility with smartsite and arogon stopcock during a rapid response administration of adenosine, questioning manufacturing changes to the smartsite. The male portion of the stopcock pushes the plunger mechanism of the smartsite in beyond functional capability. Fluid can pass through the smartsite cap if the stopcock is unscrewed partially which creates an unstable connection. Although requested, no further information has been received.

Manufacturer narrative:
No product will be returned. The photo provided by the customer shows no issues with the smartsite valve and non-bd argon 4-way stopcock. The root cause of this failure was not identified.

Event description:
The customer reported a new incompatibility with smartsite and arogon stopcock during a rapid response administration of adenosine, questioning manufacturing changes to the smartsite. The male portion of the stopcock pushes the plunger mechanism of the smartsite in beyond functional capability. Fluid can pass through the smartsite cap if the stopcock is unscrewed partially which creates an unstable connection. Although requested, no further information has been received.